Manufacturer narrative:
The device history record was not reviewed. Sample evaluation: received one partially full (51ml remaining) pump for evaluation and investigation. The pump was refilled with normal saline solution to the nominal fill volume of 400ml for testing. When the pinch clamp was opened, the pump infused. A flow rate accuracy test was performed and the pump infused within specification.

Event description:
I flow received a report stating, pump infused 370ml in 46 hours using a flow rate of 5ml/hr. The pump was filled with 400 ml, medication marcaine 0.5%, flow rate 5ml/hr. No patient complications reported. I-flow has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).